Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised for pain. After exposure, the patella was found to be loose and free-floating within the joint.